Event description:
Without provocation, right hip joint - depuy pinnacle installed (B)(6) 2007 - dislocated while standing still and twisting torso slightly to the right. I was transported by paramedics to local hospital emergency room where doctor reset joint. On (B)(6) 2011, the same joint dislocated while drying right foot after shower. I was transported by paramedics to local hospital emergency room where doctor reset joint. On (B)(6) 2012, I consulted with orthopedic surgeon and scheduled revision surgery. On (B)(6) 2012, revision surgery completed this date. Several weeks of physical therapy followed surgery.